Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patient¿s daughter stated the patient was in rehabilitation at the hospital for a broken leg and shoulder (not dexcom related). While laying in bed, the patient¿s wife was helping that patient insert a new sensor. Upon insertion, the patient stated it was painful and after about 30 minutes, the insertion site had been covered in blood. The nurses removed the sensor and applied a compression bandage. After an hour, the bleeding continued; however, information regarding treatment at that time was not provided. At the time of contact, the patient was doing well. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.